Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous external iliac artery. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the 3rd inflation at 20 atmospheres for 30 seconds, the balloon ruptured. No segment of the device was detached inside the patient and the procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).